Event description:
Tbm called to report an issue his customer is having with the following part numbers 1164108 and 1164109. The part that binds to the tire is coming off per dealer. Dealer has had multiple failures on these parts. No injury reported no additional information given to tbm.